Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, audio/vibrate anomaly/absence of alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. The troubleshooting was partially performed. The customer reported a keypad anomaly and/or stuck button alarm. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1880.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past or around the event date. The adapt tool reveals that no relevant alarms were found around the complaint date. Proceeded by cutting the unit open and performing a visual inspection of the connectors and the electronic stack. No moisture noted on the electronic assembly, keypad assembly, or keypad traces. The following cosmetic damages were noted: cracked battery tube, cracked case, cracked battery tube threads, keypad overlay texture damage, scratched case, and pillowing keypad overlay. In conclusion, customers' concern about keypad alarms wasn't present whilst testing or within downloads, and neither were any vibration anomalies. All buttons are functioning properly during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.